Event description:
Per the clinic, the patient experienced dizziness and open circuits were noted on electrodes. The patient was hospitalized (specific date and duration not reported). Remapping attempts were made and the issue resolved. The implanted device remains.